Manufacturer narrative:
Device was initially received for the complaint that a blank or flickering screen was observed. During investigation found the detached downstream occlusion (dso) seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that lens scratched, battery door broken, battery compartment broken and dso seal detached and were replaced. All tests exceeded specifications.

Event description:
It was reported that a blank or flickering screen was observed. During investigation found the detached downstream occlusion (dso) seal. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.